Event description:
As reported for this event by the customer, this device was used in a procedure with a patient who had (B)(6). Subsequently, the device was manually reprocessed, as the leak in the device made it unable to being reprocessed with disinfectant in the automatic endoscope reprocessor (aer). The device was then used in another procedure on a patient. At this time, there is no information available on the status of the patient of the next procedure.

Manufacturer narrative:
Due diligence is being performed for this event to collect more information. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Manufacturer narrative:
Per the customer the device was only used in the procedure on the patient with hepatitis c. Thereafter, it was not used in any procedure or on any patient. Therefore, upon further review, this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
The device was only used in the procedure on the patient with hepatitis c. Thereafter, it was not used in any procedure or on any patient. The customer reported event is the leak observed in the device during reprocessing after the procedure. There is no patient involvement. The device is not being tested for contamination.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information.